Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple orders not crossed over in multiple station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device in this incident, it was determined that the multiple orders were not crossing over in multiple station. A technical support specialist (tss) had connected to the server, checked the active directory message flow, and reviewed the carefusion coordination engine. Tss involved iest and resolved the issue by following the knowledge article titled medes: interface delayed/down notice. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple orders not crossed over in multiple station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.